Event description:
Legal counsel for patient reported that patient underwent right metal-on-metal total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, damage to bone/tissue, metallosis and elevated metal ion levels. A review of the invoice history confirmed both surgery dates; however, invoice history indicates that patient underwent a hemiarthroplasty procedure during the initial surgery on (B)(6) 2010. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information in the event description. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent right total hip replacement surgery on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, damage to bone/tissue, metallosis and elevated metal ion levels. A review of the invoice history confirmed both surgery dates; however, invoice history indicates that patient underwent a hemiarthroplasty procedure during the initial surgery on (B)(6) 2010. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2012 right hip revision report noted the revision was due to pain. The operative report further noted the presence of metal debris, flattening of soft tissue and scar tissue. All components were removed and replaced with competitor's components.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2014-2014-04408 /-05657).

Event description:
Legal counsel for patient reported that patient underwent right metal-on-metal total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, damage to bone/tissue, metallosis and elevated metal ion levels. A review of the invoice history confirmed both surgery dates; however, invoice history indicates that patient underwent a hemiarthroplasty procedure during the initial surgery on (B)(6) 2010. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2012 right hip revision report noted the revision was due to pain. The operative report further noted the presence of metal debris, flattening of soft tissue and scar tissue. All components were removed and replaced with competitor's components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.